Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, h1, h2, h6, h10. D11: medical product: unk oxford bearing component, catalog #: unknown, lot #: unknown medical product: unk oxford tibial component, catalog #: unknown, lot #: unknown medical product: unk cement component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00050-1, 3002806535-2020- 00051-1. Without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a patient underwent an initial knee arthroplasty. The implant of an oxford partial knee implant dislocated causing a piece of cement to create a groove in the "good side" of the knee. Subsequently, a full knee revision procedure due to dislocation was performed.

Manufacturer narrative:
(B)(4). A piece of cement created a groove in the "good side" of the knee due to dislocation. Concomitant medical products: medical product: unk oxford bearing component, catalog #: unknown, lot #: unknown, medical product: unk oxford tibial component, catalog #: unknown, lot #: unknown, medical product: unk cement, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00050, 3002806535-2020-00051. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient underwent an initial knee arthroplasty. The implant of an oxford partial knee implant dislocated causing a piece of cement to create a groove in the "good side" of the knee. Subsequently, a full knee revision procedure due to dislocation was performed.